Event description:
On (B)(6) 2015, the patient underwent a permanent implant procedure. Following the procedure the patient began to experience numbness and weakness in both legs. In turn, the patient underwent surgical intervention and his lead was explanted and replaced (with a different model). Afterwards, the patient remained hospitalized until the issue resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.